Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was receiving unknown drug via an implantable pump for intractable spasticity. It was reported that during a pump replacement, they could only get 14.5 ml of water out of the replacement pump. The physician was not comfortable using it, so they requested to use a different pump. Pump was requested to be sent back for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.